Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned . Citation: the american surgeon 2021, vol. 0(0) 1¿3. Https://doi.org/10.1177/00031348211011110.

Event description:
Title: severe referred shoulder pain following revision fundoplication from a stitch on the diaphragm. This case study discuss the first reported case of severe referred left shoulder pain in an adult woman related to a diaphragmatic suture after a revision fundoplication for a hiatal hernia. A 61-year-old female patient with complaints of long-standing gerd that was refractory to medical management and found to be secondary to a small, 2 cm sliding hiatal hernia. The patient underwent an uncomplicated robotic-assisted hiatal hernia repair and nissen fundoplication as an outpatient procedure. However, due to persistent dysphagia and significant weight loss, the patient as counseled and agreed to proceed with revision of the fundoplication. The surgery was performed and during the procedure, the most superior fundus on the left side of the esophagus was transfixed to the diaphragm at the hiatal opening with an interrupted 2-0 ethibond suture. Reported complications include severe left shoulder pain that worsened with oral intake requiring a laparoscopic exploration and removal of the diaphragmatic suture 2-0 ethibond. In conclusion, the authors wish to report this case in which the removal of a single suture led to a drastic improvement in quality of life.